Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high thresholds, loss of capture and had dislodged. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation at 24 cm distal to the is1 connector pin. The insulation body was severed through the cuts. Furthermore deformations of the outer conductor coil were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.